Manufacturer narrative:
Retain of vss835 had expired prior to customer's report therefore, unable to be tested. Ortho performed retain testing with mts gel card, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 4 of 5. Customer contacting ortho to report 5 events of false negative results with the 0.8% surgiscreen lot# vss835 to patients with known antibodies during their validation testing of the mts gel system. Complaint reported on 28sep2016 and 0.8% surgiscreen lot vss835 expired on 30aug2016. The 1st event-patient with a history of a nonspecific antibody was drawn on (B)(6) 2016 and tested on (B)(6) 2016 by the traditional tube method and a 2+ reaction was observed. Repeat testing by the mts gel system and no reactivity was noted. Customer indicates their understanding that the donors to the 0.8% surgiscreen may not have the antigen associated to the patient's nonspecific antibody. The 2nd event- patient with a history of an anti-jka antibody was drawn on (B)(6) 2016 and tested on (B)(6) 2016 by the traditional tube method and a 3+ reaction was observed. Repeat testing by the mts gel system and no reactivity was noted. Specimen was frozen prior to testing. The 3rd event - patient with a history of an anti-jka antibody was drawn on (B)(6) 2016 and tested on (B)(6) 2016 by the traditional tube method and a w+ reaction was observed. Repeat testing by the mts gel system and no reactivity was noted. Specimen was frozen prior to testing. The 4th event - patient with a history of an anti-e antibody was drawn on (B)(6) 2016 and tested on (B)(6) 2016 by the traditional tube method and a w+ reaction was observed. Repeat testing by the mts gel system and no reactivity was noted. Specimen was frozen prior to testing. The 5th event- patient with a history of an anti-jka and an anti-fya antibodies was drawn on (B)(6) 2016 and tested on (B)(6) 2016 by the traditional tube method and a 2+ reaction was observed. Repeat testing by the mts gel system and no reactivity was noted. Specimen stored at 2-8c. Issue started on: (B)(6) 2016. Frequency: x5. Sample ID: not provided. Microtubes/wells or cell (donor #) affected: cells 2 and 3. Methodology used: manual gel. Incubation time (for manual test only): 15 min. Pattern observed: negative. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: no. All described testing was performed in the mts anti-igg gel cards. Testing performed in comparison by the traditional tube method using immucor 3% screening cells with peg as an enhancement with a 20 min incubation.. Cards /cassettes/ storage condition temperature: as per IFU room temp. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Stored underneath direct light source: no. Protocol details (for customer working in manual methods): pipette used: mts. Incubator type: mts workstation. Cards/cassettes centrifugation: mts workstation. Customer indicates although this account is new to gel, the technologist performing the testing has had testing in gel experience. Ensured gel cards and reagent red cells confirmed to have normal appearance. Ortho has confirmed that the described testing was only associated to validation testing and no incorrect or erroneous results have been reported. Ortho has confirmed that the customer is not making any deviation from the listed procedure in the IFU for the detection of antibodies in the gel system. Ortho has confirmed that the daily qc of the listed ortho products on the dates of testing were acceptable and as expected. Customer indicates their satisfaction with the documentation of the reported concern and requires no additional feedback or follow up. Customer only contacting ortho for their records and ortho's awareness. Ortho encouraged the customer to contact ortho care to report such cases in a timelier manner to ensure ortho can investigate while the product is in date. Customer indicates their understanding and has agreed to do so.